Event description:
It was reported that the programmer displayed an error message after interrogating the device and while looking at the quick look screen. The company representative cycled power and the error was cleared. The programmer was restored to service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).